Manufacturer narrative:
Correction: d9. Yes, 01/12/2026. H3. Yes. H6. Type of investigaiton: 10, 3331. Investigation findings: 3252. Investigation conclusions: 61. Additional information: d4. Lot #: ti00031. D4 UDI #: (01)00190376192710(10)ti00031. H4. 07/15/2021. Device evaluation: visual inspection confirms that the distal tip of the driver has sheared off. This failure is likely due to the input torque exceeding the strength of the tip. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include devicecomponent failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury,vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke off during a case. The tip was retrieved.

Manufacturer narrative:
The driver has not returned for evaluation. Photographs were not provided. A review of the device history records could not be performed as the identifying lot number was not provided. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.